Event description:
It was reported that according to a technical assistant, a case of metallosis has been identified in a spine surgery. It seems that the titanium bars from the xia 4.5 were the products that reacted with the patient.

Manufacturer narrative:
Method: device history review; complaint history review; results: the returned device was confirmed to be a mantis rad rod 6.0 x 50mm (cat# 48486050, lot# 25l, ti6al4v). All devices (1 rod, 2 screws, and 2 blockers) were inspected and showed normal wear. The rod had minor scratching and indentations on the surface of the device. There was no scratching, deformation, or indentation that could not be accounted for during normal handling, implantation, or removal. The visual inspection did not indicate evidence including excessive wear, scratching, loss of anodization, or corrosion that could potentially be accountable reported adverse reaction. Conclusion: the cause of the adverse reaction is unknown. The device was inspected visually and there were expected signs of use including minor indentations, and scratching consistent with the surgical implantation and removal of the instrumentation. There was no excessive, deformation, debris, corrosion, wear, or scratching that implicates metallosis. The manufacturing history for lot 25l was also reviewed and there were no manufacturing anomalies that could account for the reported issue. Furthermore, the concomitant products were inspected. All of the material scratching a deformation was indicative of proper assembly (i.e. Indentation on the proximal tip of the screw shank, deformation pattern on the bottom of the buttress blockers). The IFU indicates several contraindications that could potentially be contributing factors including foreign body sensitivity.

Event description:
It was reported that according to a technical assistant, a case of metallosis has been identified in a spine surgery. It seems that the titanium bars from the xia 4.5 were the products that reacted with the patient.

Manufacturer narrative:
The report is filled on the rod, another rod, screw and blockers are also part of the construct. Catalog#48285635 lot#unknown(1 ea)- mantis cannulated polyaxial screw 6.5 x 35 mm. Catalog#48285540 lot#unknown (1 ea)- mantis cannulated polyaxial screw 5.5 x 40 mm. Catalog#03756230 lot#unknown (2 ea)- xia blocker.